Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure stent damage occurred. Per the site coordinator, "md attempted to cross the cx lesion to be treated with the device, and were unable to despite prior pre-dilatation of the vessel. When device removed the proximal struts were splayed and disrupted, therefore md was unable to use." It is not thought, by both investigators performing the procedure that this was due to an operator error when passed. There were no patient complications noted and no adverse events were reported.